Manufacturer narrative:
Results of investigation: the following information is derived from files provided to identify the problem. The reason for a mismatch between delivered and adjusted o2 value is a malfunction of the internal pressure regulator. The inlet pressure should be limited to 2.7 bar but this vent is going even above 3.3. According to our installed base list the warranty of this bellavista sn has expired in. Suggested to order a new insp. Block for this vent using pn 030.200.060 inspiration block assembly bellavista 1000 (g6 only). 9/17/2024- repair was completed. Device passed all calibrations and testing. Root cause failure: undetermined: a definitive root cause could not be determined, and corrective or preventive action is not indicated at this time. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). D4: complete UDI# was not provided by end user. G4. PMA/510(k)# - the device is a similar device marketed in foreign countries and is not marketed under the 510k. H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the ventilator was alarming o2 supply failure and the measured fio2 has been fluctuating between 35-99% when the fio2 was set to 100%. No patient harm was reported.